Manufacturer narrative:
Bayer service performed a system service check of the injector and found it to perform to specification. Bayer clinical support has left messages with the staff to offer additional applications training and the site has not responded to our offer. If any further information becomes available a follow up report will be submitted.

Event description:
We received the following information from the site: two patients suffered an extravasation of contrast media while connected to a stellant dual injection system (serial number (B)(4)). The contact at the site indicated minor surgical intervention was done on a patient; however, no further information has been provided despite four attempts to get more information.